Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that the patient stated they just had a new rechargeable device put in yesterday, because their non-rechargeable ins was depleted. The patient stated that ¿the old one quit after only six months¿ (2018). The patient stated they wanted to talked to a rep because they were being discharged today and didn¿t want them to come out if they weren¿t in the hospital. It was reported that their old battery depleted and stated it quit after only six months (which was confirmed to be sometime in early 2018). There was no trauma/fall possibly related to this issue. It was reported that there was an allegation/dissatisfaction with the ins longevity. No symptoms were reported. The event occurred in 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-oct-25 reporting that the consumer was not aware of the cause. The patient back to using a chargeable instead of a non-chargeable. No further complications were reported.